Event description:
It was reported that the provider was unable to get a reading after lead placement due to telemetry difficulty. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, the helix/lobe was distorted/bent, the helix was blocked by guide tooth, and the lead appeared to have been damaged at implant.